Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as-received simulated treatment was initiated and passed. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks observed during the simulated treatment. The cycler underwent and passed a system air leak test, load cell verification check, and a valve actuation test. The cycler tested negative for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient was receiving pd treatment at their user facility on a liberty cycler that belonged to the clinic. A nurse called in to request assistance with reviewing the cycler¿s data for some recent alarms. Only the alarm drain complication encountered was noted during dwell 5 of 6. While reviewing the patient¿s treatment records the iipv incident was found. The patient treatment details indicated that the patient had a drain volume of 3751ml. This drain volume is 188% of the patient's fill volume of 2000ml. There were no alleged adverse events, symptoms requiring medical intervention as a result of this malfunction. Due to the iipv event, the technical support representative advised the nurse to discontinue use of the cycler. The reported cycler was scheduled to be picked up and returned to the manufacturer for physical evaluation. Multiple attempts were made to acquire additional information, however, to this date there have been no responses.